Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced repeated infections; however, the issue could not be resolved. The electrode array extruded through the mastoid cavity and subsequently, the device was explanted on (B)(6) 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.